Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted. No product allegations have been received at this time. A new system was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted. No product allegations have been received at this time. A new system was successfully placed. No additional adverse patient effects were reported. This device will return for analysis. It was reported that this device would be returned for analysis; however, the product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted. No product allegations have been received at this time. A new system was successfully placed. No additional adverse patient effects were reported. This device will return for analysis.